Event description:
It was reported that during an unknown procedure, the knife moved forward but stopped moving on the way. The battery was inserted, but the device did not work. Manual override was used to return the knife. The battery was inserted into the demonstrator and there was a battery response. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 9/11/2024. D4 batch # 692c21. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload present. The reload was received partially fired 2/3. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, photos were provided and they showed a tyvek from the top view, code ech60s, and a device 60 mm with the battery pack present and with a gold reload loaded on the device. Also, the override lever was up and the manual override door was noted to be out of position. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 692c21, and no non-conformances were identified.